Event description:
Boston scientific received information via latitude red alert, that this implantable cardioverter defibrillator (ICD) displayed low shock impedance measurements. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the patient was brought in for evaluation and the everything tested normal; however, a full energy shock was not performed. At this time, the physician will continue to monitor the patient.